Manufacturer narrative:
The device was received in the deployed state. The downloaded data does not show any timeouts or drive stalls during the run. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 23.58 mm in length, due to the damage to the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined whether the damage contributed to reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod 72 hours or longer. The pod was found leaking insulin at the infusion site (abdomen). As treatment, a new pod was applied. The device investigation observed a cannula damage during testing.